Manufacturer narrative:
Device return anticipated. The lot history record of the reported lot number showed no discrepancies that may have contributed to the reported event.

Event description:
Medtronic (covidien) received information that during an arterial venous malformation embolization the balloon immediately lost pressure and collapsed after five minutes of inflation. The physician thought the balloon perforated. No intervention was required. No patient injury was reported as a result of the event.

Manufacturer narrative:
The catheter was returned for evaluation with a rhv device attached to the catheter hub. A 1ml syringe filled with a clear liquid was attached to the rhv device. The rhv device was removed from the catheter hub. The guidewire was protruding from the catheter hub for approximately 43.2cm. The guidewire tip was found within the catheter at approximately 2.0cm from the catheter tip. The guidewire was removed from within the catheter lumen with slight resistance. The guidewire was examined and the coating of the guidewire was found to be damaged at approximately 10.0cm and 3.0cm from the guidewire tip. The outer diameter (od) of the guidewire was measured at three locations. The proximal, middle and distal outer diameter were measured and found to be within specifications for the x-pedion .010 guidewire. The guidewire was then hydrated and inserted into and through the catheter lumen with resistance at the distal marker band. An unsuccessful attempt was made to inflate the balloon. The balloon was found to be leaking at approximately 2.0cm from the catheter tip. Upon examination, multiple tears in the chronoprene tubing were found at the location of the leak. No other anomalies were observed. In addition, the lot history records for the balloon sub assembly were reviewed and no quality issues were noted. Based on the above findings the customer¿s report was confirmed. The device evaluation showed the balloon could not maintain inflation due to the hole in the chronoprene tubing. In addition, the coating of the guidewire was found to be damage. However, the cause of the damages could not be determined. All balloons are 100% leak tested and 100% inspected for damages and irregularities during manufacture. No corrective action is required at this time. The rate of balloon pinhole/leak is within the expected occurrence rate for occlusion balloons. (B)(4).